Event description:
Siemens customer service engineer (cse), while installing an atellica sample handler prime system, noted a noise occurred after switching on the power supply and observed smoke. Siemens verified no electrical shock, and no medical intervention was required due to the event. The event occurred during the system's installation, and there was no impact or delay on patient samples testing, result reporting, or patient care. The cse noted that electrical wiring, performed by the customer's electrical team, was reversed and incorrect and caused damage to the atellica sample handler prime system. There are no known reports of adverse health consequences due to the power failure observed by the cse.

Manufacturer narrative:
Siemens investigated the event and concluded the customer's electrical team caused the issue as they incorrectly wired the power socket for the atellica sample handler prime system. Siemens noted the socket had the live wire connected to the neutral terminal and the neutral wire connected to the live terminal. The customer's electrical team corrected the issue, and the siemens customer service engineer (cse) replaced the power supply on the atellica sample handler prime system. The cse verified the system was operational. No further evaluation of the device was required.